Event description:
The customer reported that a pt went into asystole and the sector turned blue. They saw the visual asystole on the screen but the alarm was not audible, and it never rang.

Manufacturer narrative:
Initial testing of the device showed no functional problems. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.